Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the brim cap detached. It was reported by the caller, that the hemostatic valve was detached from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The sheath was exchanged and the procedure was continued. Three was no patient consequence. Additional information was received indicating the hemostatic valve was dislodged outside the hub as the brim cap had detached. The issue was noticed before inserted into patient therefore it was not used on the patient.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 60000345 and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
On 28-oct-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the brim cap detached. It was reported by the caller, that the hemostatic valve was detached from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The sheath was exchanged and the procedure was continued. Three was no patient consequence. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and microscopic examination of the returned device were performed following j&j procedures. Visual analysis revealed that the brim cap, the hemostatic valve, and silicone ring, were separated from the original place. Further investigation under microscopic reveled that, there was rest of adhesive, evidencing a correct assembly manufacturing process. Additional a microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. Device history record was performed for the finished device number lot 60000345 and no internal action related to the complaint was found during the review. The brim cap issue reported by the customer was confirmed. The potential cause of the damage could be related to the manipulation of the device during the procedure, however, this cannot be conclusively determined. The instructions for use contain (IFU) the following precautions: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. To minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).